Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if apd therapy was ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, or use related events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.